Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported low readings with the freestyle libre 2 sensor. The caregiver reported unspecified lower scan readings, as compared to unspecified readings on an adc meter. The customer experienced symptom of cold and lost consciousness. The customer was treated with glucose via IV and grape sugar (dextrose) by a healthcare professional for the diagnosis of hypoglycemia. Although low scan readings are generally indicative of hypoglycemia, as the caregiver did not provide readings and it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.